Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that programmer was not able to calibrate the stylus accurately. It was indicated that the stylus and cursor did not align on the display screen. The display overlay was replaced and calibrated. The programmer's hard drive was reconfigured and loaded with updated software. The programmer passed final functional and system tests.

Event description:
It was reported that the programmer was not able to calibrate with the stylus accurately. After replacing the stylus, the calibration was still off. The programmer was returned to service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.